Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were no lights displayed on this communicator. Boston scientific technical services (ts) advised to plug communicator in a different power outlet. Patient did what was advised by ts before the call and does not want to do again. Patient also reported that there was a smell of smoke coming from communicator. No adverse patient effects reported. Ts informed patient to replace the communicator.